Event description:
This unsolicited case from united states was received on 22-jan-2018 from a patient. This case involves a (B)(6) male patient who received treatment with synvisc one and after 1 day was experiencing pain in the tendons, back of his legs, knees swelled up like balloons, very hot to touch. Also, device malfunction was identified for the reported lot number. The patient was not allergic to avian proteins, feathers, or egg products. The patient did not have any other medical conditions except high cholesterol levels. No past drugs, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 1 injection once (batch/ lot number: 7rsl021; expiration date and indication: not provided) into both knees. The patient received the injections in a hospital and did see a primary care healthcare professional (hcp). On (B)(6) 2017, 01 day after receiving treatment with synvisc (24 to 25 hours later), the knees swelled up like balloons, they were very hot to touch. The patient had been experiencing pain in the tendons, back of his legs. It was reported that the patient did not engage in activities such as jogging or tennis soon after the injection. On an unknown date, the swelling had come down. (B)(6). Corrective treatment: not reported for all the events. Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event (ime) for device malfunction pharmacovigilance comment: sanofi company comment dated 27-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced tendon pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on the information received on 31-jan-2018 the case was prepared for deletion as it was identified as a duplicate of case (B)(4). This unsolicited case from united states was received on 22-jan-2018 from a patient. This case involves a (B)(6) year old male patient who received treatment with synvisc one and after 1 day was experiencing pain in the tendons, back of his legs, knees swelled up like balloons, very hot to touch. Also, device malfunction was identified for the reported lot number. The patient was not allergic to avian proteins, feathers, or egg products. The patient did not have any other medical conditions except high cholesterol levels. No past drugs, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 1 injection once (batch/ lot number: 7rsl021; expiration date and indication: not provided) into both knees. The patient received the injections in a hospital and did see a primary care healthcare professional (hcp). On (B)(6) 2017, 01 day after receiving treatment with synvisc (24 to 25 hours later), the knees swelled up like balloons, they were very hot to touch. The patient had been experiencing pain in the tendons, back of his legs. It was reported that the patient did not engage in activities such as jogging or tennis soon after the injection. On an unknown date, the swelling had come down. The patient paid (B)(6) out of pocket cost. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher. Than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event (ime) for device malfunction additional information was received on 31-jan-2018 and 01-feb-2018 (both information processed together with clock start date of (B)(6) 2018).. The case was prepared for deletion as it was identified as a duplicate of case (B)(4). Pharmacovigilance comment: sanofi company comment dated 27-jan-2018: this case concerns a patient who has received synvisc one injection. From the recalled lot and later experienced tendon pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.